Event description:
The home pt connected pt's transfer set to the pt line of the homechoice set during prime, and received a system error 2042 alarm. The home pt then disconnected self from the setup and contacted baxter's tsc. Baxter's tsc walked the home pt through the re-prime procedure. While repriming, fluid started coming out of the pt line connector as, the pt line cap was reportedly not placed back onto the pt line connector after the home pt disconnected. Baxter's tsc advised the home pt to set up with new supplies to complete therapy. No pt injury or medical intervention was indicated at the time of the initial report.